Event description:
It was reported the x8-2t transducer was not working during an unspecified surgical procedure. The transducer was associated with an epiq cvx ultrasound system. The procedure was able to be completed after one or more reported restarts of the system. There was no patient or user harm. Philips has started an investigation, and upon completion, a follow up report will be submitted.